Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer inspected the system onsite and confirmed that the system fluoroscopy and exposure failed, and there was an error "no x-ray tube defected" displayed on data monitor. During troubleshooting, the fse found that there was tube failure. The fse replaced the x-ray tube and performed the system adjustments. The defective x-ray tube was returned for part analysis. The analysis confirmed that the tube failed with a blown large filament, this is seen as normal wear out for a tube of nearly 2 years of usage. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray generation was not possible. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the tube which returned the device to use in good working order.